Event description:
It was reported that the patient was experiencing increased pain at the pocket site after a non device related fall. It was also reported that the patient felt a shocking feeling at the ipg site and had loss of stimulation on the left side. Database (db) analysis revealed no anomalies. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Sc-1160 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing increased pain at the pocket site after a non device related fall. It was also reported that the patient felt a shocking feeling at the ipg site and had loss of stimulation on the left side. Database (db) analysis revealed no anomalies. The patient underwent an ipg explant procedure.